Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device presented in back-up mode for shocked received while device was in back-up mode due to ten radiation treatments. Device was successfully re initialized, reprogrammed, and a full follow-up was performed.